Manufacturer narrative:
Follow-up #1: date of submission: 03/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: the keypad cover was intact with no evidence of physical damage. The pump was returned with all keypad buttons inoperable. The keypad cover was removed and no defects were found with the button contacts. The pump casing was removed, revealing moisture throughout internal pump components, including on the keypad flex connector. Unrelated to the original complaint, investigation revealed the following: there was moisture visible through the display lens; leak testing revealed a crack in the pump casing; the bolus button slug was missing; the battery compartment was cracked in two places; the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.